Manufacturer narrative:
Evaluation of the returned device is completed. Below is a summary of investigation results. Investigation conclusion: the customer provided image showed the stent constrained at the middle section resulting in the "hourglass" shape described in the reported event. However, the investigation found the stent returned fully deployed and opened within the outer diameter specification. Furthermore, the stent was able to fully open upon deployment from an in-house microcatheter during the investigation. The investigation of the returned stent did not find any damage or other anomaly that would have caused or contributed to the condition observed in the provided image. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
Additional information was received indicating the patient was being treated for a carotid ophthalmic aneurysm. The emboli was addressed by an injection of actilise and a bolus of aggrasta in situ, as the emboli were very distal. The patient had another competitor's flow-diverter stent, which was also difficult to place. Vessel anatomy was a factor in this event with a fairly recurrent siphon. The patient has recovered their deficit to date, and will be seen again in consultation in september. The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the flow diverter stent was being used to treat a patient with "phasic disorders." During deployment, the stent opened in an hourglass shape where the middle of the stent did not open. Reportedly, this incident caused cerebral emboli. The device was removed from the patient. Additional event information has been requested but not received at the time of this report.